Event description:
Upon ICD interrogation on (B)(6) 2014, a warning message was displayed about low ventricular lead impedance. However, review of other available diagnosis data showed normal ventricular lead measurements (impedance, threshold, normal v-egms, good sensing).

Event description:
Upon ICD interrogation on (B)(6) 2014, a warning message was displayed about low ventricular lead impedance. However, review of other available diagnosis data showed normal ventricular lead measurements (impedance, threshold, normal v-egms, good sensing).